Event description:
Reporter using accu-chek inform system. Reporter states back to back results were a lab value of 30mg/dl and meter result of 65mg/dl. Locations of testing was a hospital. Quality controls are run daily, but no specific results were provided. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.